Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The functional testing could not be completed due to the motor error alarm. No damage to the reservoir compartment was noted. The insulin pump was received without the original reservoir. The insulin pump had a cracked case at the display window corners. The buttons responded properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. Blood glucose level at the time of the incident was not provided. The customer also stated that the piston went to the top of the resevoir, but she did not see any drops of insulin exiting. The customer reported that the keypad became unresponsive during the rewind process. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.